Event description:
It was reported on (B)(6) 2011 that the pt had been seeing an elective replacement indicator message for the past one to two weeks on the pt programmer screen. The battery depletion was reported as premature. An impedance test showed impedances above 40,000 ohms on some electrode combinations. It was reported that at the implantable neurostimulator (ins) implant on (B)(6) 2011, the impedances were not "normal". It was reported that there was no change in stimulation coverage area. Add'l info rec'd reported that the battery was near the end of life and the pt's power needs have increased due to changing pain. The pt needed more power and was to have their battery replaced with a rechargeable. The replacement was not yet scheduled.

Manufacturer narrative:
(B)(4).